Event description:
Resident out of bed, siderails up, call-light within reach. Uncertain how resident was able to get out of bed, possibly through split rail. This was not witnessed. Bed was in lowest position. Resident proceeded to urinate on floor, slipped in urine and fell. Resident admitted to hosp sustained l hip fracture. Will require surgical intervention. Family questioning safety of bed.